Event description:
Customer's family member reported that customer was hospitalized for high blood glucose and dka. Customer's family member also stated that the pump has segments missing. Instructed customer to disconnect and return pump.